Manufacturer narrative:
The tandem user guide indicates to not remove or add insulin from a filled cartridge after it is installed on the pump. This will result in an inaccurate display of the insulin level on the home screen. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was removing insulin from the old cartridge and putting it in the new cartridge. Customer¿s blood glucose ranged between 110-130 mg/dl. Reportedly, a new cartridge was filled and loaded successfully.